Event description:
Related manufacturer reference number: 2017865-2022-04633. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead and right atrial (ra) lead which led to inhibition of cardiac pacing. There were inappropriate mode switch episodes due to noise on the ra lead. The clinician performed programming changes on rv and ra leads. The patient was in stable condition.

Manufacturer narrative:
Additional information: a4, b1, b2, b5, h1, h6.

Event description:
New information received notes the right ventricular (rv) lead and right atrial (ra) lead was capped and replaced on 10 aug 2022. There was low sensing, low pacing impedance and no capture on the rv lead. There was low pacing impedance on ra lead. The patient was in stable condition.